Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "patient underwent revision surgery due to instability. The surgeon removed the 13mm cr insert. Found the femur and tibia to be well fixed. He replaced with a 16mm cs insert."